Manufacturer narrative:
The end-user performed the evaluation and repair of the device. The results were requested, but the information was not provided. The resolution and disposition are unknown. Upon further investigation, the issue was found during performance verification testing. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported the ventilator will not boot up. There was no patient involvement.